Event description:
A target cool device and kimera exosomes were sold to me at the (B)(6).the exosomes were presented as only available through bellavita clinics, and the device was promoted as clinically compatible.I was not provided training, documentation, or any safety instructions.during a scheduled training zoom call with bella vita's representative (B)(6) had self-administered the exosomes using the same gun and experienced an immediate burning reaction.(B)(6).I am submitting this concern due to: potential misuse or unsafe combination of device and biologic product lack of clinical guidance or documented training misrepresentation of distributor status I am reporting this (B)(6) I am submitting this report not because I personally used the product, but because I am now afraid to use it (B)(6) they both experienced burning reactions upon self-administration of the exosomes using the bellavita-supplied device.this has raised serious safety concerns (B)(6).I have not used the product (B)(6), and I feel a duty to report it to prevent potential harm to others.(B)(6) experienced what they described as near-anaphylactic reactions after applying the kimera exosomes using the bellavita-supplied device.(B)(6).I have not used the product since, out of fear for patient safety.this is the primary reason for my report -- I cannot ethically proceed without clarification from the FDA and manufacturer.I want to clarify that I have not used or even unpacked the target cool device or the exosomes.(B)(6) I froze.I couldn't bring myself to proceed.(B)(6).I'm filing this report because I believe it's critical that the FDA be made aware.my greatest fear is harming patients, and I could never move forward with a product that may pose danger, (B)(6).I have not used this product on any patient because I am deeply concerned after hearing what happened (B)(6).I'm filing this report out of caution and ethical duty.I would never want to cause harm - and I hope this helps prevent others from being put at risk.